Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that there was a problem with the pump and the catheter had shifted. The pump was replaced on (B)(6) 2022.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 8781, serial# (B)(4), implanted:(B)(6) 2020, ubd: 10-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.